Event description:
It was reported the trw35 was used during a lavh. The tsw35 was reloaded four times and worked fine. The device was then relaoded and fired again and it did not staple correctly. The device was reloaded for the sixth time and worked fine. The rep is returning the reloads and the device. There was no consequence to the pt.